Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing without duplicating the report. Due to the nature of the reported failure, both electrocardiogram (ECG) and multi-function electrode (mfe) analog shields were replaced to reduce the likelihood of recurrence. The device was recertified and returned to the customer. No trend is associated with reports of this type.